Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, fluid collection with high ion levels and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: modular neck b 12/14 neck taper use with +0 heads only catalog#: 00784802200, lot#: 61595921. Metasulâ® ldhâ®, head, 52, code r, taper 18/20, catalog#: 0100181520, lot#: 2439922. Metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, catalog#: 0100185146, lot#: 2516388. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Sterigenics certificate conforms device was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had aspiration approximately 6 years post implantation, due to infection, pain, elevated metal ion level. The patient was scheduled for a two stage revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, fluid collection with high ion levels and loosening. Osteolysis/resorption was noted at the proximal femur.